Manufacturer narrative:
The medfusion pump was returned and it was found to have cracked and chipped both front corners of the top case. The right plunger case and battery door was also cracked. It was found in the event history log that there was a force sensor test error. The pump was powered up, and the force sensor was tested. A backlight test was also performed. Analysts were unable to duplicate the force sensor test error at power up and all the readings of the force sensor were with the required specs. Additionally, there was no issues found with the backlight. The customer manipulated the pump during its self-test by entering biomed code 2580 causing the force sensor test issue. The customer was likely using the pump with battery power when the backlight was found not working as the backlight only works when the pump is operating with ac power or plugged in. Both reported issues were caused by user error. The pump was returned in rough physical condition and the appropriate steps were taken to alleviate these concerns including: replaced top case, battery door, left and right plunger case due to cracks. Replaced left case o-ring and cable guard due to missing parts. Replaced lcd display, plunger cable, position ot, motor/worm, worm coupling, worm gear, wavy washer, stepper motor, motor mount, delrin washer, thrust bearing, lead screw, left and right clutch halves, clutch spring, carriage, carriage plate and clutch cam due to old worn parts. Regressed, reassembled and calibrated device and performed all functional tests which passed.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump was experiencing a force sensor error during the power-on self-test. In addition, there was no backlight. There were no reported adverse events.